Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle and internal wires were damaged. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and wires. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.